Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to skin retraction and cholesteatoma. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The correct date of event is (B)(6) 2015; not april 9, 2014, as previously reported. The correct date of this report is may 5, 2015; not may 16, 2014, as previously reported. This report is filed june 2, 2015.

Manufacturer narrative:
(B)(4). This report was filed on (B)(6) 2015.